Event description:
During an in clinic follow-up, loss of capture and increased pacing impedance were noted on the left ventricular (lv) lead. Lead damage was suspected but was not confirmed. The lv pacing was deactivated to resolved the event. The patient was stable and will continue to be monitored.